Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler wobbling was found. Based on the results of the investigation, it is likely the following led to the malfunction: flickering noisy image colors lines confirmed due to kink/knot on cable. The most probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image a line running through the screen when they plug into camera box. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image a line running through the screen when they plug into camera box. The issue was identified during preparation for use. There were no reports of patient harm.